Event description:
The caller stated that she took three blood glucose test within 10 minutes and received the following results: 32, 199, and 200 mg/dl. The difference between the 32 mg/dl reading and the 199 and 200 mg/dl readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The strips are to be returned for evaluation, and replacement strips will be sent.